Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that the stent was distorted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the center and distal struts were stretched, distorted and pulled distally over the distal tip. The undamaged proximal portion showed no signs of abnormalities to its profile. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile for this device, there is no issue to note with the interaction between the two components. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight hypotube kinks along the catheter length. A visual and tactile examination found a kink 48mm distal from the hypo to midshaft bond. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that the stent was distorted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.